Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing adhesive is causing his skin to itch. He is having extreme itching and red spots from this glue or adhesive. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).